Manufacturer narrative:
Date rec'd by MFR: 07mar2019. There was no on-site evaluation by the manufacturer. This event was resolved via telephone with the manufacturer's phone support technician. It was determined that the ventilator's proximal pressure lines were crossed at the flow sensor assembly. These lines were corrected, which resolved the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had a high pressure regulation alarm. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified, estimate used.